Event description:
It was reported that foreign matter was found in the bd luer-lok¿ syringe of the bulk sterile pharmacy convenience tray. The following information was provided by the initial reporter: brown foreign matter was found in several syringes with the same lot number 2214360. Samples and pictures available- send labels.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that foreign matter was found in the bd luer-lok¿ syringe of the bulk sterile pharmacy convenience tray. The following information was provided by the initial reporter: brown foreign matter was found in several syringes with the same lot number 2214360. Samples and pictures available- send labels.